Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd vacutainer® ctad (buffered sodium citrate theophylline adenosine dipyridamole) blood collection tubes. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use the stopper pops off the tube with a bd vacutainer® ctad (buffered sodium citrate theophylline adenosine dipyridamole) blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: a hospital department reported a problem with the ctad tubes, part number 367599, lot number 9148910. Indeed, after sampling, the cap opens, and the tube emptied of its contents.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to decapping as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use the stopper pops off the tube with a bd vacutainer® ctad (buffered sodium citrate theophylline adenosine dipyridamole) blood collection tubes. The following information was provided by the initial reporter, translated from french to english: a hospital department reported a problem with the ctad tubes, part number 367599, lot number 9148910. Indeed, after sampling, the cap opens, and the tube emptied of its contents.